Event description:
Additional information has received: what interventions were performed to address the alleged complaint event(s)? Were the interventions successful? If not, how was the alleged issue resolved? Pressure dressing: is the device available for return? If a return kit is needed, field/support staff can reach out to: no the device is not available for return. Is there any other information available regarding this abiomed product use/for this patient? No other information available.

Manufacturer narrative:
Added: b5, e4. Corrected: d1, d4 (serial). Ppae (anemia/stroke): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 75-year-old male patient presented with acute on chronic decompensated heart failure. He was started on inotropes and placed an impella 5.5 as a bridge to durable ventricular assist device. After initial placement, the patient lost consciousness when attempting to get out of bed. The impella flows were increased. His hemoglobin had dropped which required a blood transfusion. His neurological status seemed to be worsening with rising lactate levels. Care was withdrawn and the impella was explanted. It is difficult to say whether the patient¿s neurologic symptoms were due to the impella or to some other comorbid condition.